Event description:
It was reported that the patient presented in backup vvi. The patient's presenting rhythm was 67.5 ppm, vvi paced. Interrogation of the pulse generator resulted in an error message and battery impedance could not be obtained. On (B)(6) 2010, a merlin programmer gave a longevity of 1.5 years. Due to telemetry corruption further troubleshooting could not be performed. Device replacement will be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.